Event description:
It was reported that during a da vinci prostatectomy procedure, the customer reported that the maryland forceps instrument 'was impossible to use' and an error message was displayed when the instrument was inserted in the da vinci robot system. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported failure mode. The instrument was placed on in-house da vinci robot system and driven with no problem. Instrument passed recognition and engagement tests. Additional observation not reported by site was frayed pitch cable and main tube damage. The pitch cable was found to be frayed at the proximal clevis hub. The clevis did not exhibit any wear damage. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were not aligned with the tube axis. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and/or the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.